Manufacturer narrative:
E1; reporter email not available. Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6)). Displaying distorted information was confirmed during evaluation of the returned product. During preliminary testing of the returned controller, the reported event was reproduced, and the lcd display was found to be pixelated and distorted. While pressing the button to navigate through display screens, the display¿s response was found to be delayed. Aside from the issue with the display, the controller was found to perform as intended. The controller supported pump function without issue and alarmed appropriately to all conditions imposed on the controller. The controller was opened, and all internal components and connections related to the operation of the lcd display were found to be in unremarkable condition. The lcd screen was removed from the controller for inspection. The screen and its connector were found to be in unremarkable physical condition. Upon reinstalling the screen into the controller, the display issue resolved. The controller clearly and accurately displayed information and was able to navigate through display screens. The controller then underwent full functional testing and passed each step of the procedure. While the issue was isolated to the lcd screen, the issue could not be reproduced after reinstalling the lcd screen. The root cause of the reported event could not be conclusively identified. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while priming the pump for an implant, it was noted that the lcd screen on the system controller was pixelated and difficult to read. A new controller was swapped out and used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.